Manufacturer narrative:
Insulin pump was received with cracked case at display window corners, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. Insulin pump passed idle current test, run current test, self-test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer's blood glucose level was 300mg/dl at the time of the incident. Customer stated that the rim of the reservoir compartment was damaged and a piece had broken off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.